Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported it was the second use. The customer should be reminded the directions for use (dfu) state sterile disposable medical devices should not be re-used. Assumes no responsibility for complications which may arise as a result of reuse or improper usage of any part of the pack. The root cause of the reported event can be attributed to the customer reusing the single-use device. The directions for use and warnings were not adhered to during handling of this device. No action will be taken for this occurrence, as the root cause is related to customer reuse of single-use product. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was an aspiration failure occurred during ultrasound and irrigation aspiration , the anterior chamber was also unstable. The surgery was completed after the pak was replaced with another one. There was no harm to patient.